Event description:
If a wedge is used in an sad beam, the wedge hardening factor is not properly taken into account for mu calculations. The severity of the problem depends on the wedge hardening coefficient and the depth of treatment. Under typical treatment setups the problem described may result in dose calculation differences which are small (in the range of 0-5%) or will be readily apparent during normal plan review. (Versions affected: all versions up to and including v2.1).